Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospital visit and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the abdomen for longer than 72 hours when a medical event occurred. The patient reported receiving a sensor reading of approximately 200 mg/dl before skiing and administered a correction bolus. The patient later indicated that the actual glucose level was likely significantly lower than the sensor reading as patient estimated it was below 40 mg/dl, as the patient lost consciousness shortly after administering the bolus. A family member provided a glass of cola and a sugary biscuit, after which the patient began to recover, and glucose values returned to range. Emergency services were contacted, and the patient was transported to the hospital for medical evaluation. Blood tests and an electrocardiogram were performed, and the patient remained under observation for approximately half a day before discharge on (B)(6) 2026. The patient did not receive specific treatment beyond observation.

Manufacturer narrative:
D4 model and catalog numbers were updated.